Manufacturer narrative:
Date rec'd by MFR: 25nov2019. Date of report: 25nov2019. Based on the information provided, the issue does meet the reportability criteria. The issue was found during performance verifications test(pvt) and the issue will always be found before patient use. Therefore, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the air flow was higher than the specification. During servicing, a cracked enclosure was observed. There was no patient involvement.

Manufacturer narrative:
MFR received date: 16 sep 2019. The problem statement was updated to reflect the cracked enclosure issue discovered during servicing. The customer reported that the air flow was higher than the specification. During servicing, a cracked enclosure was observed. Bench repair technicians replaced the flow sensor to address the air flow issue. The end cap rear display bezel was replaced to address the cracked enclosure issue. The filters were also replaced during servicing. After these repairs, full performance verification tests were completed and the unit passed all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 25nov2019. Corrected data: based on the information provided, the issue does not meet the reportability criteria. The issue was found during performance verifications test(pvt) and the issue will always be found before patient use. Therefore, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 06 november 2019. Date of this report: 11 november 2019, failure investigation was completed. The gas delivery system (gds) was received for evaluation. Visual inspection of the customer returned gds revealed no anomalies. The gds was installed into a test ventilator in an attempt to duplicate the reported issue. Further investigation revealed that the failure was caused by a component of the air flow sensor (u1) drifting out of specification.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019.

Event description:
The customer reported that the air flow was higher than the specification. There was no patient involvement.